Event description:
It was reported that the patient's speed was increased during hospital admission. The patient still had a large left ventricle, and the aortic valve opened on echocardiogram. The patient was only getting 4-4.3 lpm of flow at 6200 rpm. An echocardiogram ramp study was to be performed to assess for outflow graft obstruction and outflow graft velocity measurement, followed by a possible computed tomography angiography (cta). Log files were submitted for analysis to assess pump function. The event log file captured routine events. The ventricular assist device (vad) appeared to be functioning as intended. The pulsatility index values were stagnant at the 3 range, but the flow values were not low near the 2.5 lpm threshold, which would typically be seen with obstruction in the vad circuit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The reported outflow graft (ofg) obstruction could not be confirmed. Analysis of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. The controller event log files collectively events from (B)(6) 2025. Low flow hazard alarms were captured on (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, and the heartmate 3 patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 5 of the IFU, "surgical procedures", also outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the outflow graft obstruction was suspected through transesophageal echocardiogram as nothing was visible through chest cta. An outflow graft sent was scheduled to be placed. Additional log files were submitted prior to stent placement and captured routine events. The patient was later said to be extubated on room air and off drip. They were placed on tolvapatn 30 mg daily, bumex 2mg IV every 6 hours. The patient's central venous pressure (cvp) was at 18, chloride (cl) was at 2.2, and creatinine (cr) was at 1.03. Log files were submitted for review again and captured low flow events on (B)(6) 2025. The pump speed was increased on (B)(6) 2025, which appeared to have increased the average flow. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information received stated that there was a known outflow graft (ofg) stenosis/occlusion suspected near aorta anastomosis (heartmate 3 graft sewn to old heartmate ii graft which was sewn to aorta). No surgical intervention was performed for the ofg stenosis per cardiovascular surgeon, and the patient was medically managed. They were kept at 8000 rotations per minute (rpm) and had a flow of 6.1 liters per minute (lpm) with suspected dehydration. Blood urea nitrogen (bun) and creatinine (cr) was up trended, sodium was low at 115-125 trends, and mean arterial pressure was stable. Diuretics were held. Drops to the low-speed limit 6000 rpm was seen with no record of low flow alarms. An echocardiogram was taken on (B)(6) 2025 that revealed no suction of the left ventricle, and was positive for right ventricular dysfunction, and the aortic valve opening partially 1:1. Log files were submitted for review. The event log file contained a few clusters of pulsatility index events as well as routine power changes. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log.